Event description:
The customer called technical support (ts) reporting that the device has a defective nav-ring. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Replacement of front bezel with navigation ring to be replaced. Further information is pending.

Manufacturer narrative:
Although the front bezel or navigation ring has not been returned for analysis, previous investigations have determined that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The field service engineer replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.